Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the scrub technician opened the instrument and the surgeon fired on right "i.p." Ligament with no problem. After the 3rd firing (2) relaods, the instrument jammed/misfired. The scrub technician put another white cartridge in the tsw45 and the instrument fired, but the technician could barely get the cartridge out. The rep noticed the knife had not returned inside the shaft and subsequently pulled the tsw45 from the field. (3) of the staple lines bled moderately and were controlled using a harmonic scalpel and clips. The rep was present for the case from start to finish. There was no pt consequence.